Event description:
It was reported that this right ventricular (rv) lead shock impedance measurements have gradually increase overtime to out-of-range measurements of over 125 ohms. Technical services reviewed the case and indicated this increase is likely related to calcification on the rv lead. The shock impedance alert has been increased to 150 ohms and the patient will continue to be monitored. This rv lead remains in service and no adverse patient effects were reported.